Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was no longer receiving therapy from their scs ipg, deeming it inoperable. The issue began on an unknown date. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced, resolving the issue.